Event description:
The physician attempted to get a wire across the lesion from above, via left contra-lateral ante-grade stick with no success. Ocelot pixl (p135) called for. Made 2-3cm of progress then got caught up in collateral. Pulled pixl back & reattempted in new plane, with no success. Re-inserted pixl back into collateral & then adventitia inadvertently. Stopped advancing & attempted to pull back but resistance felt. Stopped pulling back & no longer had oct signals on monitor screen. Attempted to remove pixl(p135) again with stronger resistance, eventually broke free & able to remove with catheter intact. Post angio revealed blood extravasation around popliteal artery. The physician gained retrograde access via right anterior tibial artery & crossed lesion with wire. Completed atherectomy then post angio to complete procedure. The perforation was not treated as the physician felt that it would self heal. Additionally, there was no adverse sequelae to the patient.